Event description:
It was reported that a flo-gard infusion pump was unable to charge the battery. It was not specified when in the process this occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing and an alarm log review were performed. During functional testing the battery would not charge. The cause of this was an inoperative power supply. To correct the condition, the power supply was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.